Event description:
Noise was reported but was thought to be work related. After the patient retired, the oversensing continued. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the lead was returned in two pieces. External insulation abrasions were noted from 4.6cm to 5.9cm from. The connector pin as a result of friction to the ICD can. This damage could cause the reported oversensing observed in the field. Internal insulation abrasion was noted between 42.5cm and 43cm from the distal tip. External abrasion was found at 12.9cm-13 3.5cm from distal end.